Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the display was dim. The remote service engineer (rse) discussed first-generation liquid crystal display (lcd) versus second-generation lcd with the customer and recommended that the customer should update the lcd to a second-generation lcd or purchase a complete second-generation user interface (ui) assembly. The rse also provided the customer with a list of parts needed to upgrade the existing display to a second-generation lcd (lcd assembly, nec lcd cable, ui printed circuit board assembly (pcba) to lcd cable, ui pcba, lcd tray, and m2x3 socket hd screw). Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical equipment technician ultimately ordered and installed the replacement ui assembly, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.